Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a distorted image. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cracked objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the malfunction reported by customer could not be found during inspection. However, the most likely cause is a temporary electrical contact failure of the video connector. The cracked objective lens is caused by a component of the insertion section due to stress problem. It is more likely to have been in contact with another endoscope or other object. The most probable cause of malfunctions was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the procedure was completed using the same set of equipment.